Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a false positive code 1003 detection and depleting normally. Also, this device emitted beeping tones. As of this time, this device remains in service. No adverse patient effects were reported. Additional information received which indicated that the code 1003 was falsely triggered.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This supplemental correction report was created to capture the additional information received which indicated that the code 1003 was falsely triggered. This observation no longer meets the definition of malfunction as it was confirmed that the device was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was submitted for engineering analysis which resulted that this device exhibited a false positive code 1003 detection and depleting normally. Also, this device emitted beeping tones. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.